Manufacturer narrative:
The customer states that on (B)(6) 2014 a hole was noticed in the peritoneal (pd) catheter near the adapter. The patient had the pd catheter inserted on (B)(6) 2014. Treatment was rendered by cutting the pd catheter proximal to the hole and administering prophylactic antibiotics. No sample was returned for further evaluation. A device history record (DHR) review was performed for the lot number identified by the customer, 317818x. The DHR review indicated that there was no quality issues associated with the reported defect mode. The complaint was investigated, but since no sample was returned to covidien the defect could not be confirmed and the probable root cause cannot be determined. Complaint trending information is being reviewed on a monthly basis by covidien and if a trend is observed, actions are taken as necessary. It should be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that hole in pd catheter near adapter. The patient had pd catheter inserted on (B)(6) 2014. A hole was detected proximal to the adapter on (B)(6) 2014. Treatment was rendered by cutting the pd catheter proximal to hole and prophylactic antibiotics. There was subsequent episode on (B)(6) 2014.